Event description:
Reporter claims the top left bolt on the caster housing broke while the end user was wheeling around the house. The chair fell and threw the end user out resulting in a few scratches and bruises.